Event description:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5080590) on 05-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding clotting ") and pelvic pain ("stabbing pain for unexpected reason at all") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain lower ("cramping/severe lower abdominal cramping"), weight increased ("issue maintaining weight and gaining weight"), menstruation irregular ("irregular periods"), coital bleeding ("pain and bleeding with intercourse"), dyspareunia ("pain and bleeding with intercourse"), anxiety ("anxiety") and panic attack ("panic attack"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, weight increased, menstruation irregular, coital bleeding, dyspareunia, anxiety and panic attack outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anxiety, coital bleeding, dyspareunia, genital haemorrhage, menstruation irregular, panic attack, pelvic pain and weight increased with essure. The reporter commented: it was reported that she was seeking medical help for complete hysterectomy to remove the device safely. Serious injury criterion: other serious (important medical event) and event date (B)(6) 2008 were reported, but not specified and/or assigned to one of the events. Incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding clotting") and pelvic pain ("stabbing pain for unexpected reason at all") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain lower ("cramping/severe lower abdominal cramping"), weight increased ("issue maintaining weight and gaining weight"), menstruation irregular ("irregular periods"), coital bleeding ("pain and bleeding with intercourse"), dyspareunia ("pain and bleeding with intercourse"), anxiety ("anxiety") and panic attack ("panic attack"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, weight increased, menstruation irregular, coital bleeding, dyspareunia, anxiety and panic attack outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anxiety, coital bleeding, dyspareunia, genital haemorrhage, menstruation irregular, panic attack, pelvic pain and weight increased with essure. The reporter commented: it was reported that she was seeking medical help for complete hysterectomy to remove the device safely. Serious injury criterion: other serious (important medical event) and event date on (B)(6) 2008 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.